Event description:
It was reported that a physician in-training in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the patient had a low pulsatile blood flow, it was hard to use the marker lumen and the device was difficult to place properly in the artery. Subsequently, when the needles were deployed, the device was not in the artery and the sutures easily came out of the anatomy. Another perclose at device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The customer reported the device was discarded. The reported patients low pulsatile blood flow, which made it hard to use the marker lumen and to place the device properly in the artery are the contributing factors to this event. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.